Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. Upon completion of the sample evaluation; a follow-up report will be filed. Root cause could not be determined. All information reasonably known as of 28-nov-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving the same patient. This is the first of two reports. Refer to 9611594-2017-00157 for the second event. It was reported that an attempt was made to intubate a patient. The first tube inserted balloon did not seem to inflate. It was removed to find the balloon shredded. The tube was ultimately removed, and the patient was intubated with a regular endotracheal tube. The patient received the tracheostomy and was transferred to a long term care facility. Additional information received on 15-nov-2017 stated that the cuffs were checked prior to insertion and were intact. The patient required an tracheostomy a few days following re-intubation for failure to wean. No further information was received.

Manufacturer narrative:
Halyard received a used sample that was not returned with the original packaging. There was no lot number identified on the sample bag used for return. The sample (ett) has significant biologic matters inside the tubing and cuff. The microcuff balloon was inspected and exhibited tearing near the proximal bond area. The torn fabric of the cuff was not returned with the sample. Both the proximal and distal collars of the balloon cuff were inspected and both were attached to the tubing. There was no obvious defect observed; however, process assessment found no activities or tools that could cause this type of flaw in the tube component; the cause for this incident seems to be outside of the scope of the manufacturing process. Root cause could not be determined. All information reasonably known as of 19-dec-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).